Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 02/22/2023 by a sales representative via sems that an ar-9821 apollo probe fell apart during the case. Case involvement, device breaks during use.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes for this type of issue/occurrence are prying/levering the device against hard bone or other instrumentation during use.